Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the tip of the device was placed in the right ventricle and plan to inflate the balloon to be fixed. But it was found that due to the leakage of the balloon, the tip of the lead could not be fixed and deviate from its proper position, resulting in pacing failure.

Event description:
It was reported that the tip of the device was placed in the right ventricle and plan to inflate the balloon to be fixed. But it was found that due to the leakage of the balloon, the tip of the lead could not be fixed and deviate from its proper position, resulting in pacing failure.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. It was unknown for what purpose the device was used for, but it was intended for use for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be, "latex defects or abrasion of balloon after attachment to shaft. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precaution: excessive bending, torquing, or kinking of the electrode catheter may cause damage to the catheter including damage to internal wires. When using a balloon catheter, use care when removing the protective sleeve from the distal portion of the catheter. Forced removal of this protective sleeve may result in damage to the balloon and the catheters structural integrity. When wiping down this catheter, use only sterile saline." "Instructions for use: 1. Inspect the sterile package carefully for damage during transit or storage. Do not use the catheter if the package is damaged. 2. Visually inspect the catheter, under sterile conditions, for kinks in the catheter shaft, integrity of the connector, condition of electrodes, and any other damage. 3. In case of catheters with a balloon, under sterile conditions, remove the protective sheath and inflate the balloon with 1.5 ml of air or carbon dioxide. Use the inflation syringe included in the package. Completely deflate the balloon after the test. 7. Using the aid of fluoroscopy or an ECG monitor, advance the catheter through the cannula to the desired position. If using a balloon catheter, inflate the balloon when the catheter is in the right atrium. Please note that the balloon can be inflated or deflated only when the stopcock is parallel to the catheter shaft. Do not pull the catheter back through the cannula as it may cause damage to the catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.